Manufacturer narrative:
The patient'' cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the right distal sfa. Approximately 24 months post index procedure, the patient experienced a cardiac arrest, CPR failed and patient expired on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.